Manufacturer narrative:
Date rec¿d by MFR:26apr2019. Correction: event date: approximately: (B)(6) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer verify the error logged by the device and check the air inlet filter for clogs. If the cooling fan is operating and the filter is not clogged, the fse advised the customer to replace the blower. The customer reported that the air inlet filter was checked and the circulation fan was running; therefore the unit was returned to service. The customer will monitor the unit and contact the manufacturer's technician if any issues occur. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that unit declared a high blower temperature alarm. There was no patient harm.